Manufacturer narrative:
Bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples from the bd inventory were taken and visually inspected, and no foreign matter was found. Bd was unable to confirm the customer¿s indicated failure mode based on the visual check of retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with 2 bd vacutainer® k3e 5.4mg plus blood collection tubes foreign matter was discovered in tube. There was no report of patient impact. The following information was provided by the initial reporter: during use. Tubes with solid artifacts inside. Two 3 ml edta tubes have been found with artefacts inside that when passed through the analyzer gave an error for a coagulated sample. It looks like hard silicone. The sample was not coagulated, but the analyzer could not pipette it because there were artefacts inside and it gave an error.

Event description:
It was reported that during use with 2 bd vacutainer® k3e 5.4mg plus blood collection tubes foreign matter was discovered in tube. There was no report of patient impact. The following information was provided by the initial reporter: during use. Tubes with solid artifacts inside. Two 3 ml edta tubes have been found with artefacts inside that when passed through the analyzer gave an error for a coagulated sample. It looks like hard silicone. The sample was not coagulated, but the analyzer could not pipette it because there were artefacts inside and it gave an error.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.